Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on 08nov2019, that a consumer experienced a corneal ulcer and was told by the eye care professional that it was due to contact lens wear. The consumer reported that the corneal ulcer has resolved and that contact lens wear can be resumed. No additional information could be obtained.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No adverse trend could be identified, therefore no further activities are required. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).